Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had to be repaired after periodic inspection. Upon inspection and evaluation, there was a clogged nozzle with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue was confirmed. The following findings were also noted during device evaluation: jet-channel ¿ perforated, connecting tube - insertion tube insulation too low, light guide rod lens cracked, charged coupled device (ccd) cover lens chipped, ccd cover lens scratched, bening section glue cracked, connecting tube pocket pouch, air /water nut - painting peel off, suction cylinder nut - painting peel off, key top 1 pin hole, universal cord ¿ buckles, plug unit - damaged housing, angulation - less or specified value, angulation ¿ play, and no brake engagement during angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak at the tip (sub-water channel), it is likely that proper reprocessing could not be performed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.. Olympus will continue to monitor field performance for this device.